Manufacturer narrative:
The investigation of the data logs revealed that na and ca-values for the 3 highlighted samples are low. Low na and ca together with high k-values indicates that the samples are hemolyzed.

Manufacturer narrative:
The field service engineer (fse) checked the abl90 flex analyzer and detected no failure. No pre-analytical errors were reported. The analyzer qc and calibration data was ok. The root cause of this problem is currently under investigation. The results of the investigation will be included in the final report.

Event description:
According to the complaint, a false k+ result was given by the abl90 flex analyzer on (B)(6) 2016. A sample (arterial) taken via a aditus from a male patient, 63 years, with cardiac symptoms was measured at 08:18am with a result of 6.7 mmol/l. The customer reported that the result did not fit the medical state of the patient. At 8:18am a venous sample has been taken an measured to verify the first result. Result: 9.2 mmol/l. Necessary medical treatment to lower the k+ value was given. At 9:20am a third sample (venous) was taken an measured. The k+ value was still high. A sample for comparison measurement was taken from the same aditus. The comparison measurement was performed in the hospital lab, giving a result of 5.2 mmol/l. The patient was transferred to ICU. After a while a fourth measurement on a different abl90 analyzer was performed (arterial sample), giving a result of 4.2 mmol/l. The customer physician explained that the first two measured k+ values are unrealistic because it is not possible that the values lower down in such a short time in spite of administered medication. No further intervention to avoid maltreatment was needed.

Manufacturer narrative:
The data logs from the analyzer were investigated. The investigation showed low na and ca together with high k-values for the concerned samples, which indicates that the samples were hemolyzed. In similar cases this is normally caused by pre-analytical errors, but radiometer has not been able to confirm this in this case, and no further information is available. The root cause of this case is unknown, but the case was most likely caused by hemolyzed samples.

Manufacturer narrative:
Radiometer has on march 21, 2017 performed a clinical reassessment of the event and concluded that serious injury did not occur as result of this event. In the initial report for this event, "adverse event" was ticked and "required intervention to prevent permanent impairment/damage (devices)" was ticked. These ticks should be removed.